Event description:
Patient had wound healing complication post brostrom lateral ankle stabilization procedure with orthadapt augmentation. During excision and debridement of the wound, an excess piece of the bioimplant was found and removed.

Manufacturer narrative:
No further information is available. Explant was not returned and lot number was not provided. The manufacturer of the device at the time was pegasus biologics, inc.